Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320145, batch no. 9029761. The consumer is inquiring about ingredients of the bd ultra fine¿ mini insulin pen needle after son experienced an allergic reaction when switching to a new medication. It was reported that during use of the bd ultra fine¿ mini insulin pen needle there was a serious side reaction. After the incident they went to a diabetes care facility. The following information was provided by the initial reporter: consumer returned call to inquire if our pen needle has nickel and stainless steel in it. Son uses 5mm pen needle for 10 years. After using he got a reaction towards something and she is not sure what it is. They went to diabetes care after the incident. She doesn't think its a pen needle since son has been using the pen needle for 10 years. This has never happened before. Incident date - (B)(6) 2019. She didn't have product information.